Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed upstream occlusion. Per reporter, the alarm was silenced, and the patient was instructed to remove all contents from pouch to assess for tubing occlusions. Patient denied any tubing kinks or occlusions and the tubing was clamped and batteries removed. Cassette was removed and tapped on hard surface, reattached, pump turned on, but alarm returned immediately. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.